Event description:
It was reported that following a stenting treatment procedure, a stent thrombosis myocardial infarction occurred. The patient presented with an st segment elevation myocardial infarction. The procedure treated the target lesion located in the right coronary artery. Pre-dilation was performed with a 2.5x15mm apex balloon inflated 3 times to maximum 8 atms for 10 seconds. Next a 3.0x20mm promus element stent was advanced and deployed at 11 atms for 15 seconds, with two additional inflations to maximum 14atms for 15 seconds which successfully completed the procedure. One hour later, the patient returned with an acute stent thrombosis and myocardial infarction. Angioplasty was performed using a 3.0x12mm apex balloon with 3 inflations to 8 atms for 15 seconds and a non-bsc 3.25x15mm balloon with 4 inflations to a maximum 16 atms for 20 seconds. Next a non-bsc guide wire was advanced and intravascular ultrasound was performed. Additional treatment consisted of angioplasty using a non-bsc nc 3.5x8mm balloon with 3 inflations to a maximum of 16 atms for 20 seconds. A 3.5x8mm promus element stent was deployed at 12 atms for 25 seconds with 4 additional inflations to a maximum 15 atms for 15 seconds. Additional post dilation was then performed with a non-bsc nc 3.75x12 balloon with 4 inflations to maximum 14 atms for 15 seconds. No further patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).